Manufacturer narrative:
Device evaluation performed the initial leakage and electrical safety tests and no issues observed. Further inspection found foreign material lodged at the distal end. This condition noted to be due to handling, insufficient cleaning issue. Additionally, the following defects were identified during device inspection: s-cylinder has discoloration. Sc cover unit has corrosion due to water leakage. Angulation is out of specification. Adhesive on a-rubber detached. Adhesive around light guide ( lg ) lens peeled. Adhesive around objective lens peeled. Lg lens has discoloration. There is corrosion around l-arm. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with a complaint description of " unit defect: rusty. The issue found during an unknown event. No patient harm reported. No user injury reported. Device return evaluation found foreign material lodged at the distal end of the device. This report is being submitted for foreign material found on the distal end of the device (handling issue, insufficient cleaning issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to insufficient cleaning. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.